Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent delivery wire and the stent were within the sheath. Visual examination of the returned device revealed that the stent introducer sheath distal tip was damaged and the stent was deformed. The stent delivery wire was advanced from the introducer sheath and resistance was experienced as the stent deployed, the deployed stent was deformed and broken. As per the additional information, there were no anomalies noted to the stent delivery system prior to use. It is probable that the introducer sheath distal tip was damaged when inserted into the hub of the microcatheter causing the difficulty reported during the transfer attempt and the damage noted to the device during analysis. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on the investigation of the returned stent (subject device), the stent was observed to be broken. There was no patient impact.